Event description:
My husband and I are (B)(6)-year-old seniors and we are corresponding with you to inform you that we have received inferior product (masks) from (B)(6). On (B)(6) 2020 we ordered two boxes of 100 medical masks at (B)(6) with tax per box, totaling (B)(6) for both boxes. With much confusion and delays they were sold and shipped by (B)(6). When received all the individual packages were in (B)(4) so we had them translated for us, as follow: (please also see enclosed photograph of package) on top-sterile mouth masks, use only once. On left best for 2 years- detail description of materials, features, expiration date: expiration dated best for 2 years regarding materials: not from regular cloth textures. Also, all masks made in (B)(4) should have a "ql" (quality seal) and should have english translation. Far right corner: printed 2016, we believe this was manufactured date, therefore if so, they expired in 2018 page 2 also, these masks are "not" a national standard or industrial standard and are not designed for medical use. Therefore: these masks are "inferior" and never should have been sold to us. We ordered medical masks and paid (B)(6) for them plus they charged us twice for them on our (B)(6) bank card. They need to credit us for both charges and send us medical masks made in the USA. We have also contacted (B)(6) on may 13, 2020, spoke to (B)(6) reference # is (B)(4). She was supposed to contact us on the may 14, 2020 and we still have not heard from her. We also contacted our (B)(6) bank account to dispute the charges and spoke to (B)(6) on may 14, 2020 and gave him (B)(6) correspondence. We are relying on your attention to see that we are granted our request and that these masks area taken off the market. Respectfully submitted with great appreciation, mr. And mrs. (B)(6). (B)(6). FDA safety report ID# (B)(4).